Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the cgm sensor failed at 01:00 am. Due to this, the scheduled alarm from 06:00 am was not received. When the patient´s mother tried to wake them up, they were unable too. The patient was confused and disoriented during the event. A fingerstick was taken and the value was low (not specified). The parent called the emergencies and treated the patient with nasal glucagon while waiting for the paramedics. When the paramedics arrived, the patient was further treated with glucose gel. No further medication was reported and the patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.